Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer's solenoid was found in a permanent locked state and had evidence of burning. A field service engineer replaced the drawer's solenoid and controller board to resolve. Preventative maintenance was performed on the device to ensure that the drawer opened smoothly. The system functioned as intended.

Event description:
It was reported by customer that pyxis medstation es system did not power on and produced a strong chemical smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g1,h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-oct-2021 to 21-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had cabinet failure and produced strong chemical smell of burning plastic. A field service engineer inspected the device and found the solenoid was frozen in a locked state and had evidence of burning, which he replaced. He also replaced the drawer controller board and released the pressure on the interior rail screws at the rear of the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by customer that bd pyxis medstation es system did not power on and produced a strong chemical smell. There were no adverse events or injuries reported based on this event.